Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported aneurysm rupture is an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils) after experiencing an aneurysm rupture. During the procedure, the aneurysm re-ruptured as the physician was implanting the first smart coil. The smart coil was successfully implanted, and the procedure was completed by implanting five additional smart coils. The patient was discharged ten days later and is doing well. This event is considered resolved. The aneurysm rupture was adjudicated to be an adverse event with a probable relationship to the procedure, and a possible relationship to the smart coil system.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils) after experiencing an aneurysm rupture with a hunt and hess score of ii. During the procedure, the aneurysm re-ruptured as the physician was implanting the first smart coil. The smart coil was successfully implanted, and the procedure was completed by implanting five additional smart coils. The patient was discharged ten days later and is doing well. This event is considered resolved. The aneurysm rupture was adjudicated to be an adverse event with a probable relationship to the procedure, and a possible relationship to the smart coil system. Additional information received on 11-apr-2019 indicated that the patient had an aneurysm recurrence on (B)(6) 2018 with a possible relationship to the smart coil system. The action taken to address this event was a medical procedure, and this event is considered resolved.